Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Prior to use of the sheath in the patient, a leak was noted from the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Prior to use of the sheath in the patient, a leak was noted from the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The sheath was returned and went through sterilization with a versacross dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and hemostatic valves under the microscope. No damage was observed on the flush lumen and external hemostatic valve. However, the internal hemostatic valve had tears by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.